Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc freestyle libre sensor detached after 1 day of wear. The customer subsequently experienced symptoms of vomiting and loss of consciousness. The customer was treated with novorapid insulin (dose unknown) by a third-party, then taken to the hospital where she was reportedly diagnosed with diabetic ketoacidosis. Information regarding treatment received at hospital was not provided. There was no report of death or permanent injury associated with this event.